Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent a sterilization procedure on (B)(6) 2018 and suture was used. Post-operatively, the suture broke.

Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An empty opened box and unopened samples of product code were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along the strand and no defects, damaged or anomalies were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the received samples, no breakage was found on the sutures and the tested samples met the finished goods requirements.